Manufacturer narrative:
Updated fields - b4, d9, e1 event site mail ID, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), initial report sent to FDA should be unknown, h11. Corrected fields: d4- lot number, UDI number, serial number should left blank, d10 should be only iabp. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported by customer that during intra aortic balloon(iab) therapy the balloon was not able to pass inside the sheath event after multiple attempts. Then the balloon was switched with another as per the operator`s instructions. Iab insertion went well. The patient was stable and no injury was reported.

Manufacturer narrative:
Updated fields - b4, d9 return to manufacture date, g3, g6, h2, h11 corrected field: b5, d9 device available for evaluation, d10, h3, h6 (type of investigation, investigation findings, investigation conclusion) a 50cc iab was used but failed to pass through the sheath, prompting a switch to a 40cc iab, which was successfully inserted. The patient remained stable, and the iab was removed the same day. The distributor was notified on july 17, 2025. The product was returned with the membrane loosely unfolded and no blood was observed on the iab. The sheath was not returned for evaluation. Two kinks were observed on the catheter tubing approximately 76.2cm and 69.3cm from the iab tip. A laboratory sheath insertion test was preformed, and the iab membrane was able to go through the laboratory 8fr sheath smoothly. A laboratory guidewire was used for an insertion test and successfully passed through the inner lumen and no restriction was felt. An underwater leak test of the balloon, catheter, y-fitting and the extracorporeal tubing was performed, and no leaks were detected. The catheter tubing outer dimensions were measured and they met the specification for a sensation plus 8fr device. The reported failure of ¿difficult/unable to insert iab through sheath¿ is unable to be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. The reported failure of ¿difficult/unable to insert iab through sheath¿ is unable to be confirmed by the evaluation.

Event description:
It was reported by customer that during intra aortic balloon(iab) therapy the balloon was not able to pass inside the sheath even after multiple attempts.